Event description:
It was reported that the patient ran out of their usual infusion sets and used a different inset without changing the device setting from steel to teflon when filling the cannula, after which the patient experienced low blood glucose. Symptoms included sweating associated with hypoglycemia. Outcomes included a lowest recorded glucose of 67 mg/dl, approximately one hour of hypoglycemia, treatment with juice, receipt of device low-glucose alerts, and no need for medical intervention or assistance. Investigation included troubleshooting and education with the patient and family and confirmation that distributor coordination and an appropriate prescription for the correct infusion set were needed. Investigation of this case revealed a use-related issue involving infusion set selection and device setting mismatch; the exact cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.